Event description:
Patient reported they had #30 removed due to infection and had to stop wearing aligners for a while. Requested diagnostic findings and provided fit tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.